Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that one of the patient's spinal cord stimulator (scs) leads had high impedance. The patient underwent a procedure wherein one of the leads was replaced and that the patient was doing well postoperatively. The explanted lead was retained by the medical facility and will not be returned.